Manufacturer narrative:
The complainant indicated that the device was disposed and will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. If any further relevant info is identified, a supplemental medwatch will be filed. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed no similar complaints exist for the specified lot. A labeling review was performed and no anomaly was found. (B)(4).

Event description:
It was reported to boston scientific corporation that a radial jaw 4 single use biopsy forceps jumbo capacity was used during a colonoscopy procedure performed on (B)(6), 2009. According to the complainant, during the procedure following the initial advancement of the forceps through the scope, a pull wire was found to be broken. The forceps was removed from the scope and the procedure was completed with another radial jaw 4 single use biopsy forceps jumbo capacity device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be fine.